Event description:
A customer contacted baxter's technical service center reporting that the patient line had inadvertently become separated from the transfer set and the fluid from the dwell drained out in the bed. The home patient (hp) then reconnected to the homechoice (hc) machine and attempted to resume therapy. The technical service representative (tsr) advised the hp to close all the clamps and transfer set, and then assisted the hp to end the therapy. The hp would finish manually. The tsr explained the hp to report the line separation incident to his peritoneal dialysis (pd) nurse as soon as possible. The hp voiced understanding. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is second of 2 emdrs. This emdr addresses the reported issue against the transfer set. It is unknown if the sample is available at this time. A 510(k) number will not be provided in the emdr, because, the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint from a home patient (hp) who experienced a disconnection between the transfer set and patient line that resulted in a leak was not confirmed. No root cause was determined because sample was not available for evaluation. A batch review was not performed since lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.